Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique, further described, as the patient did not wear a mask. Five days prior to the receipt of this report, the patient was hospitalized for the peritonitis. One day after being hospitalized, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (dose, frequency, and route not reported). Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.